Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position to treat a pancreatic walled-off necrosis (won) during a percutaneous abscess drainage procedure performed on an unknown date. According to the complainant, during the procedure, after cauterizing into the won and completing steps 1 and 2 the physician could not see that the first flange was deployed. Allegedly, the stent was withdrawn from the collection, at which time the stent was visualized endoscopically fully deployed on the gastric side of the collection. The stent was retrieved from the duodenum and removed from the patient with a crocodile grasping forcep. The procedure was not completed and it is unknown if the physician plans to do any further intervention to resolve the percutaneous abscess. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.